Event description:
It was reported that the left ventricular lead dislodged and there was loss of capture. The lead was inactivated by reprogramming, and then the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.